Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints found during the searched period. A 13-month lot review for testosterone (tes) lot number: e9124b3 from the date of 12may2024 through the aware date 12jun2025 was performed for similar complaints. There were two similar complaints identified during the search period including this case. This customer also reported one similar complaint for testosterone (tes) lot number: e9124b1 that was identified during the search period. The st tes, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient 10. The most probable cause of the potential discrepant patient results is most likely due to customer using healthy cis-gender ranges, and needs to implementing their own establish ranges for transitioning patients.

Event description:
A customer reported ¿reoccurring elevated discrepant testosterone (tes) sample results for two patients¿ while using the aia-360 analyzer. The discrepant results were run using tes test cup lot#: e9124b3 and the samples were reported out to the physician. The physician had the laboratory technician send the samples to quest reference laboratory and the results did not correlate with those from tosoh. Using tosoh¿s analyzer, patient#: (B)(6), the initial result was 891.7 ng/dl, same patient sample and same tube was rerun and result was 877.4 ng/dl (tosoh¿s male range: 199 ng/dl ¿ 1586 ng/dl). Quest result was 684 ng/dl (quest male range: 250 ng/dl ¿ 857 ng/dl), the result from quest was aligned with the clinical expectations. For patient#: (B)(6), the initial result was 303.4 ng/dl, redrew the patient on a later date and result was 166.7 ng/dl (tosoh's female range: 10 ng/dl-73.23 ng/dl). Quest result was 57 ng/dl (quest female range: 2-45ng/dl). Both tosoh and quest results for the second patient were high out of range and the customer did not indicate if the patient is transiting or have already transition. No other information was provided for the second patient. The customer stated all quality control (qc) results were within acceptable range and no calibration issues prior to testing. There was no indication of any patient intervention or adverse health consequences due to the reported event. A technical support specialist (tss) manager contacted the customer via phone to address the reported event. The tss manager reviewed and compared the results obtained from both tosoh and quest platforms and determined that the results were consistent across both methods for patient#: (B)(6) and high out of range for patient#: (B)(6). The customer had been referencing the standard ranges listed in the analyte application manual, which were established using healthy cis-gender individuals. The customer agreed to establish their own ranges for transitioning patients. Upon review, the tss manager noted the customer was using vacuette-cat serum clot activator tube (with additives) and recommended to switch to using plain red-top tube moving forward. No further action required by tosoh. The aia-360 analyzer is functioning as expected.